Manufacturer narrative:
Approximate age of device- 1 years 4 months 10 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had multiple pump stoppages on (B)(6) 2018 while on ac power, none on batteries. X-ray of driveline was unremarkable and the patient couldn't replicate the alarm and had no symptoms from pump stoppages. During the on site evaluation, motor stopped events were reproduced with external driveline manipulation near the distal end of the previous repair. A perc lead repair was performed. Repair performed ~6 inches from exit site. After repair, unable to reproduce motor stopped events with external driveline manipulation. Motor stopped event occurred when the patient attempted to bend over. Patient will remain on ungrounded patient cable until a clinical decision is made. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4)and approximately 12¿ of the external portion/distal end of the driveline was returned for evaluation. A driveline repair site was observed from a previous driveline repair (B)(4). An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed adjacent to the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU (document 10006960, rev. C) is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.